Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported, it was a case 29mm sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During procedure, the commander delivery system balloon burst at the end of inflation. The valve was successfully deployed. There were difficulties retrieving the delivery system into the esheath as the balloon had "umbrella shape" and the device was stuck into the femoral artery. A cutdown was performed to retrieve the devices. The patient was well post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for new evaluation as device was returned. The following sections of this report have been updated: corrected d.9 returned to manufacturer and h.3 device evaluated by manufacturer. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon torn at I/c bond. Balloon wings were visible. Inflation balloon bunched at distal shoulder towards the nose tip. Inflation balloon bunched at distal shoulder towards the nose tip. Kink in balloon shaft likely due to packaging. Sheath liner partially delaminated and liner bunched at distal tip. Imagery was not provided for review. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was determined. Additionally, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, the commander delivery system balloon burst at the end of inflation. The valve was successfully deployed. There were difficulties retrieving the delivery system into the esheath as the balloon had "umbrella shape" and the device was bloc into the femoral artery. A cutdown was performed to retrieve the devices''. In this case, limited information was provided about patient's anatomy. However, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature. This could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon, causing a tear. As the balloon was torn, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. While it is possible that patient factors (tortuosity) and procedural factors (performing valve alignment in non-straight section of anatomy and withdrawal of torn balloon) contributed to the complaint event, due to insufficient information, a definitive root cause is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of returned device/applicable imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In this case, ''the commander delivery system balloon burst at the end of inflation. The valve was successfully deployed. There were difficulties retrieving the delivery system into the esheath as the balloon had "umbrella shape" and the device was bloc into the femoral artery''. As per the additional information, the degree of calcium in the annulus/leaflets was moderate. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) may have contributed to the balloon burst while procedural factors (withdrawal of burst balloon) may have contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.